Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator exhibited high pacing impedance, which was not determined to be a lead issue but a device issue. The device was exchanged, and the same lead's impedance was normal. The device was removed and replaced, and the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: g3: field should be dec 3, 2025 in prior report

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed no device problems. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.